Event description:
Pt suddenly tried to stand up from chair and the right back wheel fell off as pt was assisted to the floor. Staff snapped wheel back on, but the concern is that it came off when there was a pt in the chair.

Manufacturer narrative:
Pt suddenly tried to stand up from chair and the right back wheel fell off as pt was assisted to the floor. Staff snapped wheel back on, but the concern is that it came off when there was a pt in the chair. The chair was 19 years old and is not available for evaluation. No conclusions can be made. No further action required.